Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the bus. A field service engineer found that t-shot and row boards were not detected on communication bus. Reseated row board cable to resolve the issue and tested drawer functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that a bd pyxis medstation es system was not detected on the bus and prevented user from retrieving medication to patient. The customer stated that they were able to either draw medication from another medstation or by asking the pharmacist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the t-shot and row boards were not detected on communication bus.the field service engineer reseated row board cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the bus and prevented user from retrieving medication to patient. The customer stated that they were able to either draw medication from another medstation or by asking the pharmacist. There were no adverse events or injuries reported based on this event.